Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anastomosis of cephalic vein and radial artery. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anastomosis of cephalic vein and radial artery. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was reported that the target lesion was 80% stenosed, mildly tortuous and severely calcified. Upon first inflation at 16 atmospheres, the balloon ruptured.

Manufacturer narrative:
A2 - age at time of event: 18 years or older b5 - describe event or problem: added information, based on additional information the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 7mm distal of the proximal markerband and extending approximately 18mm distally across the balloon material. As per specification, the rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 375mm distal of the strain relief. A visual examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.